Event description:
It was reported that during a lap cholecystectomy procedure, the clip did not close when fired. The clip fell off the end effector. There was no pt consequence.

Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.